Event description:
It was reported that this left ventricular (lv) lead was repositioned due to pocket stimulation, dislodgement and loss of capture with no asystole. No additional adverse effects were reported.